Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, other observation found dark vertical lines in the ultrasound image and was confirmed. The 32mm probe was visually inspected upon receipt and was found to be in good physical condition but does not function properly. The root cause of the observed failure was due to an internal failure within the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during evaluation: there are dark vertical lines in the ultrasound image due to an internal failure within the probe.